Event description:
The customer's parent called and reported the customer was hospitalized for low blood glucose of 37 mg/dl, after customer's doctor made adjustments to basal rates and insulin sensitivity settings on the customer's insulin pump earlier that day. The customer had a convulsive seizure. An ambulance was called and customer was taken to the hospital. According to the hospital, the incident was caused by setting changes and an additional bolus had been administered when customer's sister bumped against her. It was not possible to troubleshoot at the time of the call. It was stated changes would be mae to the insulin pump settings to correct for blood glucose levels.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.